Event description:
Treatment of a large saccular aneurysm measuring 18mm located in the cavernous segment of the ica (internal carotid artery). It was reported that the patient underwent pipeline (5.00mm x 2.5mm) embolization treatment on (B)(6) 2013. During the pipeline deployment, it was reported that the proximal segment would not open and required several balloon angioplasty (an option presented in the instructions for use, u.s.) Attempts for it to open. The procedure was completed without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).